Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending section cover was leaking. The connecting tube was deformed, and paint was peeling off on the biopsy knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the uretero-reno videoscope had air/water leakage. No patient harm reported. During the evaluation of the device, it was noted the bending section cover was broken with the metal exposed. This report is to capture the reportable malfunction of the broken bending section cover with exposed metal noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that excessive force was applied to the bending section by user handling and caused breakage of bending tube. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.